Manufacturer narrative:
Review of the device history record for aquatrack guidewire lot 82157725 found no deviations from the documented manufacturing process, as indicatde in DHR review summary completed by confluent and provided to (B)(6). Interpretation of investigation results (taken from investigation report) the aquatrack guidewire coated polymer jacket material experienced an interference that resulted in damage and a smooth angled cut in the jacket material, exposing the base metal. Initial resistance and jacket material scuffing was noted in isolated areas 13" and 14" from the distal end (fig 4). Increased resistance and jacket material damage is seen 3" to 4" from distal tip (fig 5). Jacket material damage is sufficient to expose bare wire partially around the guidewire 3" to ¼" from distal end (fig 6). On the end away from the presumed initiation location, the jacket material is completely and roughly detached at the distal end (fig 7). In contrast to the damage in evidence in the distal tip, the remaining areas of the guidewire were found to be intact and largely damage free. The visual evidence gathered during the investigation of this complaint presents a consistent picture of physically induced damage to the distal region of the aquatrack guidewire returned by (B)(6) to confluent medical, for (B)(6). Based on the physical evaluation of the damaged area, it appears the guidewire was used while experiencing significant resistance or interference with a hard metallic surface. Note that these analysis results align with the conclusions reported for previous aquatrack complaint (B)(4) in 2018, which presented very similar guidewire physical characteristics and was conclusively associated with use with a metal entry needle. Use of the aquatrack guidewire with a metal entry needle or dilator is in direct conflict with the IFU warnings (confluent (B)(4)), which indicates: "do not manipulate or withdraw the guidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through the metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Conclusion information provided by the event site, in combination with the results of the visual examination of the aquatrack guidewire from ndc lot # 82157725 for (B)(6), leads to the conclusion the aquatrack guidewire was initially intact, damage-free and possessed the expected level of integrity to withstand normal clinical use conditions. In total, these results suggest the adverse event leading to this complaint occurred as a result of the exposure to the guidewire in question to interferences with an incompatible metallic device, in excess of those for which the guidewire could reasonably be expected to withstand under normal use conditions. (B)(4).

Event description:
As reported by (B)(6) (B)(4): "aquatrack hydrophilic jacket completely separated from the wire lodging in the pulmonary artery of the patient." No other details provided, regarding either the patient or the incident.